Event description:
It was reported to covidien in 2008 that a customer had a problem with a dialysis catheter. The customer stated that the catheter moved upwards from its original place, two days after insertion and was confirmed by x-ray. The patient had to have additional surgical procedure to have catheter replaced in original location.

Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.